Event description:
Monitor is giving high readings. Customer stated she went to the doctor yesterday and the reading was 108/67. When she got home, the reading was 142/99. Customer took her blood pressure this morning, and her results were 157/97.